Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due t wave oversensing. The smart pass had been turned off due low amplitudes. Testing was performed and it was decided to raise the therapy zone. Subsequently, the patient received another inappropriate shock which led to admission. During hospitalization the patient was administered with medication and the patient was placed under monitoring. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due t wave oversensing. The smart pass had been turned off due low amplitudes. Testing was performed and it was decided to raise the therapy zone. Subsequently, the patient received another inappropriate shock which led to admission. During hospitalization the patient was administered with medication and the patient was placed under monitoring. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a non boston scientific transvenous device. The patient r wave had diminished because of arrhythmogenic right ventricular cardiomyopathy. No additional adverse patient effects were reported. This product was not returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due t wave oversensing. The smart pass had been turned off due low amplitudes. Testing was performed and it was decided to raise the therapy zone. Subsequently, the patient received another inappropriate shock which led to admission. During hospitalization the patient was administered with medication and the patient was placed under monitoring. This s-ICD system remains in service. No additional adverse patient effects were reported.additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a non boston scientific transvenous device. The patient r wave had diminished because of arrhythmogenic right ventricular cardiomyopathy. No additional adverse patient effects were reported. This product was not returned for analysis.

Manufacturer narrative:
This product was not returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was selected.